Manufacturer narrative:
Reliability analysis inspected 8 opened/used infusion sets and performed hand prime using new lab reservoirs. Reliability analysis found 4 of the 8 infusion sets to be occluded at the p caps connection section. The other 4 remaining infusion sets were occluded at the quick release connection septum sites. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer's husband reported via phone call issues with their infusion sets. Customer's blood glucose level was 98 mg/dl. Customer advised 7 out of the 8 infusion sets were occluded. Customer advised the insulin would go through the tubing but at the quick release it would not push any insulin out. Customer was advised replacement infusion sets would be sent out and they agreed to return the products for analysis.